Manufacturer narrative:
The returned device was evaluated and no issues were found that result in the device failing to deliver insulin. The pod was in pod state 14, indicating that pod activation was not completed after it was filled. The bottom housing was damaged, near the kill switch. Although damage was observed to the bottom housing, no internal components were damaged and it did not affect the overall functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level over 250 mg/dl. Additional method of treatment was not provided.